Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Sensor was unable to confirm in said condition due to customer returned opened sensor. Also performed visual inspection and found introducer needles to have a hook at the tip of the needle.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that when he inserted a sensor and tried to remove the needle hub, the sensor came off with it. The customer stated that he had an infusion set and when he opened it, the needle was already out and he was not able to use it. The customer stated that the needle hub would not release the sensor and it pulled the sensor out when trying to remove the needle. The customer was not able to continue wearing it. The customer will be sent replacement sensors.